Event description:
Medtronic received the following information obtained from the journal article, which is summarized as follows: long-term influence of suprarenal or infrarenal fixation on proximal neck dilatation and stentgraft migration after evar, david pintoux, ann vasc surg 2011; 25: 1012-1019 an aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. On an unknown date, an unknown aneurx stent graft was implanted. During a retrospective study of 58 patients who underwent evar between (B)(6) 1999 and (B)(6) 2007 (25 of which were aneurx), 27 patients died before the theoretical 3-year follow-up. Of these 27, 4 patients died within 30 days of implantation. Two later deaths were reported related to the aneurysm; a septic rupture and an aneurysm rupture linked to an unknown endoleak. There were 6 type I endoleak reported (2 proximal, 4 distal), 5 type ii endoleaks reported and 7 migrations.

Manufacturer narrative:
Date of death is unknown. The event information does not match information previously reported to medtronic. Results: inherent risk of procedure (endoleak, rupture, death, migration). Unknown cause of event. Conclusion: unknown cause of event.